Manufacturer narrative:
The initial report indicated that there was device malfunctions in a patient included in the re-act study. Additional information indicated that the occlusion of the left mca bifurcation (m1-m2). A merci balloon catheter was used with a rebar 27. Tici 0 at the patient arrival, tici 0 after 2 passes with the revive, and tici 3 after 2 passages with the solitaire device. After discussion it was reported that the revive was deployed in the superior branch of the bifurcation, and then the solitaire was deployed in the inferior branch of the bifurcation. There was no adverse event, but the device malfunction as clot was not removed. The devices were not used in tandem but separately. Thus, the investigator first used the revive se, with two attempts but was unsuccessful. Therefore, the physician used the solitaire (6 mm) in another branch and after 2 attempts, it was a success. No additional passes were made, and no further information was available. The device was no available for analysis. This device is similar to revive pv that is sold and release in the us. Please note that the correct lot information for the device is t10049.

Manufacturer narrative:
The patient's age is unknown.

Event description:
Per the revive se in the re-act clinical study for patient the initial report indicated that there was device malfunctions in a patient included in the re-act study. Additional information indicated that the occlusion of the left mca bifurcation (m1-m2). A merci ballon catheter was used with a rebar 27.tici 0 at the patient arrival, tici 0 after 2 passes with the revive, and tici 3 after 2 passages with the solitaire device. After discussion with dr barreau, he told me that he deployed the revive in the superior branch of the bifurcation, and he deployed the solitaire in the inferior branch of the bifurcation.

Manufacturer narrative:
(B)(4). The devices were returned for analysis; therefore, the root cause of the coil becoming stuck inside the microcatheter cannot be determined. Review of the manufacturing documentation associated with the reported lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.